Manufacturer narrative:
This report is filed september 27, 2013.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to pain sensation with device use. The patient was reimplanted with a new device during the same surgery.